Event description:
It was reported that high impedance was identified on system diagnostics pre-operatively for the planned generator replacement. The case was therefore postponed. No surgical intervention has occurred to date.

Event description:
The mother reported that the patient was having increased seizures and was referred for prophylactic generator replacement. No additional relevant information has been received. No surgical interventions have been performed.

Event description:
The physician has not seen the patient since (B)(6) 2015. At that time, the patient was seizure free. There was no programming/diagnostic history available on the tablets in the physician's office. The patient travels a long way for the appointments and it's difficult for the patient to get to the office. The physician referred the patient for a prophylactic battery change due to her mother's report of increased seizures and the battery life calculation estimate. No additional relevant information is available from the physician.

Event description:
It was reported on 06/27/2016 that the patient was hospitalized for her seizures. The patient later had generator and lead replacement on (B)(6) 2016. The explanted products will not be returned for analysis.